Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery could not charge on a test battery charger but was able to provide power to a test controller. Supplemental testing revealed that a wire was not connected to the printed circuit board (pcb), which prevented the battery from charging. As a result, the reported event was confirmed. Based on the analysis performed, the most likely root cause of the reported event can be attributed to a wire that disconnected from the pcb, likely due to improper wire stripping during assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery was tried on different charging slots and even left on the battery charger almost all day, but it still would not charge. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.